Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a failed work order that indicated that the system had a localizer faulted/amber light. Troubleshooting was performed, and the clinical consultant (cc) discovered that the ethernet cable had become disconnected on the sensor control unit (scu) router. This was reconnected and the issue was resolved. There was no patient involvement reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735820, serial/lot: -, ubd: unknown, UDI: unknown h3 h6) a manufacturer representative went to the site to test the navigation system. It was reported that the system underwent a comprehensive evaluation, including hardware, software, instruments, and a self-test. The self-test failed due to an optical localizer fault, indicated by an amber light. An ethernet cable had become disconnected on the system control unit (scu) router. The representative reconnected it and the issue was resolved. No hardware parts were replaced. Codes b01, c13, d02 apply. A1102 a05 applies to localizer faulted/amber light. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.